Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 400 dialzyer. Approximately an hour into treatment, the patient developed a cough that progressively worsened; treatment was stopped 20 minutes early and the patient was discharged home. There was no other medical intervention. The patient had been treated with revaclear 400 dialyzers for several weeks prior to this episode.